Event description:
The reporter stated the surgeon inserted and removed an aq2010v silicone three piece lens during the same surgery due to the surgeon was unable to position the lens in the patient's eye. The reporter stated this was due to the way the lens ejected into the eye and it was the surgeon's decision to remove the lens. The lens was removed with no patient injury and another lens was implanted with no problem. A suture was required to close the incision.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue and reddish residue. A lens work order search was performed and no similar complaint was found. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.